Manufacturer narrative:
This report is being filed as a correction in response to an FDA request. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryoablation procedure to treat atrial fibrillation (a fib) a polarsheath was selected for use. When a three-way stopcock was attached to the side port of the sheath and sheath insertion was performed, it came off due to insufficient adhesion between the side port tube and the locking mechanism of the stopcock. The sheath was removed from the patient and replaced with another of the same model and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.

Event description:
It was reported that during a cryoablation procedure to treat atrial fibrillation (a fib) a polarsheath was selected for use. When a three-way stopcock was attached to the side port of the sheath and sheath insertion was performed, it came off due to insufficient adhesion between the side port tube and the locking mechanism of the stopcock. The sheath was removed from the patient and replaced with another of the same model and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.